Event description:
A report was received that the patient was unable to charge due to the ipg being flipped in the pocket site. Pocket revision was performed wherein the physician opted to replace the ipg per preference. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.